Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The device was received with intermittent keypad response due to corroded keypad traces. The pump was received with the operating currents within spec. And passed the functional testing including self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08755 inches. No unexpected excessive no delivery alarms noted during testing. The device was received with cracked reservoir tube lip, cracked lcd window, missing end cap sticker, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that their insulin pump buttons were harder to push. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump alarmed no delivery alarm. Customer stated that 4 to 5 years ago the customer was in hospital. The insulin pump will not be returned for analysis.